Event description:
Pt alleges that "pump was defective and as a result had to be removed during a recent surgery.

Manufacturer narrative:
5/13/1998: e1 - initial reporter has been changed from the pt's physician to the pt's attorney, who had initially notified the manufacturer of the alleged device problem. H6 - primary finding of device analysis revealed no device failure, no anomaly found.